Event description:
The customer reported via phone call that they had a motion sensor test failure alarm on their insulin pump. The customer also reported the insulin pump had a no reservoir message during a rewind, but there was a reservoir present. The customer's blood glucose was 109 mg/dl. Troubleshooting found the insulin pump failed a displacement test. The customer also reported a motor error alarm occurring while priming the insulin pump. Customer stated they were unable to rewind the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.